Manufacturer narrative:
(B) (4). (B) (4). Tube/shaft damaged, malformed clip. Evaluation summary: the analysis results of the device found that it was received with one clip partially formed jammed in the jaws and with the shaft bent at middle; additionally, the feed bar was noted bent and protruded through the floor. No functional testing could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The sales rep reports that during a laparoscopic cholecystectomy procedure, the clip jammed. A clip that was not deployed was jammed 2/3 way back in the jaws of the device. A new one was used to complete the procedure. There was no patient impact. The device will be returned for analysis.